Event description:
Upon closing instrument there were no problems. Upon firing it opened; lower part broke upon removal and upper blade fell off inside pt's abdomen. This was using the pre-loaded staples (no add'l staples had been added). The pt required a laparotomy to remove the pieces and staples.